Event description:
A report was received regarding implantation of a cervical plate. During the procedure, the surgeon was unable to seat or lock down the last screw. The surgeon replaced the last screw with another screw. The second screw also would not seat or lock down. The surgeon examined the plate and noted that one side of the clip was not visible. The surgeon removed this first plate and replaced it with another plate to complete the procedure. The procedure was prolonged by 20 minutes. No adverse effect to the patient was reported. This is report # 2 of 2 for the same event.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees that the report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.